Manufacturer narrative:
Adverse event and/or product problem, corrected data: the initial manufacturer report inadvertently reported the event as an adverse event instead of product problem. Outcomes attributed to adverse event, corrected data: the initial manufacturer report inadvertently reported the event as an adverse event instead of product problem. Type of reportable event, corrected data: the initial manufacturer report inadvertently reported the event as an adverse event instead of malfunction.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device settings were different on (B)(6) 2011 than what were programmed at the previous office visit on (B)(6) 2010. The device settings were indicative of a generator diagnostic test. No patient adverse events were reported.